Manufacturer narrative:
Subject device(s) were returned for evaluation. A visual inspection was performed confirmed the failure mode of ¿broken rail clamps¿. The devices have been used in the field. The devices show to be excessively worn out and on one side of each rail clamp where the connector snapped off. There was one additional complaint submitted for the catalog number. Devices show no manufacturing related defects. Per results of the investigation, the root cause was determined to be ¿expected wear and tear¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a hip arthroscopy, labral repair procedure utilizing the supine system, denyer rail clamp, it was reported that during the conclusion of the procedure while the patient was being removed from traction, the subject device snapped at the base on both sides. The supine table extension dropped, but the patient did not fall to the floor the patient was supported by the surgeon and surgical assistant. It was reported that the patient did not show signs of physical injury and that the condition of the patient would be assessed post procedure. It was reported that a backup device was available. (B)(4).